Event description:
It was reported that a vectra graft placed in the femoral location for vascular access for hemodialysis had occluded after several months of use. When the physician opened the access for routine revision, it was noted that there was a graft wall compromise. No intervention was performed and the affected portion of the graft was removed and the patient is doing fine.